Manufacturer narrative:
The device was received for evaluation. Visual inspection observed the keypad to be damaged and ripped. During functional testing half of the keys failed to function normally. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be the damage to the keypad caused by an external influence. The keypad requires replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had keypad issue during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.